Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the audio test failed. A manual sound test was performed and failed. An internal visual inspection was performed and failed due to foreign object damage. Pictures were taken. The speaker and vibrator resistances were measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be foreign object damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the audio test failed. Alarm/alert manual test was performed and failed. Performance data was reviewed finding no errors related to the complaint the allegation was confirmed as low audio output via product. The probable cause was determined to be foreign object damage via product. No injury or medical intervention was reported.